Event description:
It was alleged that a pt had surgery on their neck and the surgeon used an ioban 2 drape during the procedure. The pt goes home. Pt gets neck pain after surgery and goes back to the surgeon. The surgeon diagnosed an infection. The pt is admitted back to the hosp in 2000. Later in 2000 the surgeon takes the pt back to the operating room and finds an embedded piece (1cm x 3mm) of the ioban 2 drape in the wound. Pt is treated with antibiotics.